Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Insulin pump received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had a minor scratched display window and scratched reservoir tube window.

Event description:
It is reported that the patient has a motor error alarm on their insulin pump. Patient's blood glucose level is 186mg/dl. Trouble shooting is conducted and device is reset. Device is not being returned. No further information available.